Event description:
Pt was revised to address misalignment of the tibial and femoral components.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. Product info required to search the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Provided info stated implant mal-positioning was a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.